Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted reducing mr to 1+. On (B)(6) 2018, the patient returned with dyspnea, echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and mr increased to 4+. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (prolapsed leaflets). The reported adverse event of worsening mr was a result of the slda and the reported dyspnea was due to the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.